Manufacturer narrative:
There was no malfunction report of the subject device associated to the accidental symptoms. Since the serial number of this device was not informed, olympus medical systems corp. (Omsc) could not confirm the manufacturing history. Although the user facility recognized the events as accidental symptoms in the literature, the exact cause of the reported event could not be conclusively determined.

Event description:
On may 11, 2018, olympus medical systems corp. Received a literature titled ¿the study of short single balloon endoscope (s-sbe) vs single balloon endoscope (sbe) in ercp of postoperative reconstructed intestinal tract cases¿ that was made in public in 95th congress of the japan gastroenterological endoscopy society on may 2018. Accidental symptoms after the procedures of endoscopic retrograde cholangiopancreatography (ercp) of postoperative reconstructed intestinal tract cases using olympus small intestinal videoscope (sif-h290s and sif-q260) were reported in the literature. The literature evaluated the ercp for postoperative reconstructed intestinal tract cases and compared the results of s-sbe with sbe. The target procedures of ercp of postoperative reconstructed intestinal tract cases were carried out between january 2012 and september 2017, and the number of cases was 115. In the subject procedures, accidental symptoms occurred as follows. S-sbe (sif-h290s): pancreatitis 3 cases, cholangitis 1 case. Sbe (sif-q260): gastrointestinal perforation 1 case, mucosal laceration 2 cases, pancreatitis 2 cases, cholangitis 1 case. Omsc is submitting 10 medical device reports considering the number of accidental symptoms. This is 2nd of 10 reports. (S-sbe (sif-h290s): pancreatitis 2nd of 3 reports.)